Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an insyte autoguard device with the needle cover separated from the exposed needle. The needle appeared to be fully extended and the catheter was not present. The white button does not appear to be depressed; however, this could not be confirmed due to the image quality. There appears to be blood residue in the needle hub (grip). No damage was observed on the components. The reported issue was confirmed however without the physical sample, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard did not retract when the button was depressed. The following information was provided by the initial reporter: the safety mechanism of the 20g intravenous indwelling needle safety needle does not activate after pressing the white button, and the needle cannot be recovered. Response 10/10/23: 1. Can you advise the quantity of defective device? Only one 2. Any harm reported to doctor/patient due to blood exposure? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.